Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. An isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and failure analysis investigation confirmed and reproduced the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system was having issues with the integrated electrosurgical unit (iesu/erbe) and an error c-34 was present. Prior to calling technical support, the customer changed out the grounding pad, instrument, and energy cables with no change. The customer ended up using the vessel sealer instrument in the e-100 to continue with the procedure. The customer performed a power cycle on the erbe and the erbe powered back on with error c-00. The tse reviewed error logs and confirmed multiple errors c-34 and m-18. The tse recommended using a backup generator if available. The customer stated they had a force triad generator, but they were not sure if they had an activation cable. The tse provided an activation cable part number. The customer called back in to see if the energy cable they have would work with hooking up the valley lab force triad. The tse explained the energy cables to hook up the force triad would not interchangeable and are system specific. The cables are different for the da vinci si system and the xi system. The customer was unsure if they have the energy cable for to hook up to the xi system. The procedure was completed with no reported injury.